Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 396-305s and heparin was administered. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve was fully re-sheathed once due to non-uniform expansion. A post-implant balloon valvuloplasty done with a 25mm non-abbott balloon due to mil perivalvular leak (pvl). The final implant depth was 5.02mm on non-coronary cusp (ncc) and 4.36mm on the left coronary cusp (lcc). After the procedure, the electrocardiogram showed patient had sinus rhythm and left branch bundle block (lbbb).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the perivalvular leak (pvl) and left bundle branch block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl and left bundle branch block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant dilatation was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.